Event description:
It was reported that the patient had the artificial urinary sphincter removed due to wear and tear, fluid loss, incontinence and atrophy. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The surgery was successfully completed and the patient fully recovered.